Event description:
Biomed reported that a heparin drip was set up to infuse at 13cc/hr. Within 14 minutes the bag was empty and the pump read 39cc infused. There were no tubing leaks noted. Biomed stated that the device passed maintenance testing. There is a suspicion of a programming error. There was no report of pt harm or medical intervention. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). The device has been received, but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.